Manufacturer narrative:
The results of the analysis confirmed the reported event of (failure to start up / no led lit). Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on march 25, 2025.